Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012650703); product type: 0195-heart valves; non-implantable device updated data: b5. Added second paragraph. H6. H11. System reported dcs. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as transcatheter aortic valve replacement procedure (tavr), following the implant of the valve, the patient presented with numbness in the lower limbs due to an unknown reason. It was noted that the patient had a history of a cerebral infarction. Additional information was received indicating that the patient had left sided paralysis due to a previous cerebral infarction at baseline. The symptoms that began the day following the tavr procedure was lightheadedness and weakness. The cerebral infarction was confirmed in the evening via magnetic resonance imaging. Of note, symptoms first presented greater than 24 hours after the procedure. An antioxidant medication was administered for one week as treatment. Per the physician, the patient's history of cerebral infarction and procedural factors including the pre-implant balloon aortic valvuloplasty and two recaptures may have contributed to the stroke. The ischemia did not resolve.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012650703); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012685676); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as transcatheter aortic valve replacement procedure (tavr), following the implant of the valve, the patient presented with numbness in the lower limbs due to an unknown reason. It was noted that the patient had a history of a cerebral infarction.

Event description:
It was reported that on the same day as transcatheter aortic valve replacement procedure (tavr), following the implant of the valve, the patient presented with numbness in the lower limbs due to an unknown reason. It was noted that the patient had a history of a cerebral infarction. Additional information was received indicating that the patient had left sided paralysis due to a previous cerebral infarction at baseline. The symptoms that began the day following the tavr procedure was lightheadedness and weakness. The cerebral infarction was confirmed in the evening via magnetic resonance imaging. Of note, symptoms first presented greater than 24 hours after the procedure. An antioxidant medication was administered for one week as treatment. Per the physician, the patient's history of cerebral infarction and procedural factors including the pre-implant balloon aortic valvuloplasty and two recaptures may have contributed to the stroke. The ischemia did not resolve. Additional information was received indicating that the valve was recaptured twice so that it could be re-positioned.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.